Event description:
It was reported that the tip of the device broke during procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broke off. Probable root cause: "design. Inadequate instrument design for usage process. Instrument manufactured out of specification. Instrument not assembled properly application. User not applying forces correctly on instrument. User applying excessive force on instrument. Use past expected device lifetime. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the device broke during procedure. The piece was retrieved.